Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) found the wbc (white blood cell) bath not seated properly causing the leak. The fse reseated the bath to fix the leak. The low vacuum was at 5.88 causing low vacuum drift errors. The fse adjusted it to 6.00 to fix the errors. It is unknown what caused the low vacuum to drift below specification. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a contained blue leak from the coulter lh750 hematology analyzer. There were low vacuum drift error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.